Event description:
Customer reported issues with the insulin pump. Customer states that there is drastic difference in readings. Customer also states that she had to turn off the alarms, because they kept her up all night. The insulin pump would say she is in the range of 42-44 mg/dl but she would actually be in 90-155 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.